Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of nonsustained oversensing were observed. During the patient's latest follow up programming changes were made, and the patient had not returned to the device clinic since.

Event description:
New information received indicated that further episodes of non-sustained rv oversensing due to sensing of wide qrs after bi-v pacing were observed. Programming changes were made and no additional issues have been reported.